Event description:
A physician reported a pt who was initially skin tested on 12 march 1999 with negative results. On 16 july 1999 the pt was treated in the nasolabial folds and periorbital lines. On the same day, 16 july 1999, the pt noticed erythema, bumpiness, and itching at the treatment sites. On 9 august the pt was examined and the physician noted erythema and palpable induration at the treatment sites. The physician diagnosed hypersensitivity. No medical or surgical intervention was prescribed at that time. On or about 29 july 1999 the physician prescribed a medrol dose pack. The symptoms abated somewhat but then exacerbated. A second medrol dose pak was prescribed on or about 12 august 1999. The pt stated the physician prescribed claritin on 19 august 1999.